Event description:
Customer reported that the pt presented with abdominal pain. Pt was returned to surgery. It was noted during surgery that the bowel had adhered to the mesh. The procedure started as a laparoscopic procedure and required conversion due to the extent of the adhesions. The device was excised and replaced with alloderm.